Event description:
It was reported that the ins (stimulator)was being returned and replaced because the lead would not advance into the ins even though the setscrews were backed out. A new ins resolved the issue. Additional information was requested but not available at the time of report. If additional information received, supplemental will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead. (B)(4).

Manufacturer narrative:
Analysis of the stimulator, serial #(B)(4), found no anomaly.